Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that the pump had unspecified error messages. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 25-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 01/10/2018 with the following findings: review of the black box data and alarm history revealed records of call service 087 alarms. On investigation, the issue was duplicated on investigation during startup. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.